Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on (B)(6) 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Reprogramming efforts were performed and no issues were noted. However, the patient was claiming device malfunction and would like system extracted. Additional information indicates that the s-ICD was turned off and the plan is remove the s-ICD system. Currently, remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on (B)(6) 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Currently, this product remains in service and no additional adverse patient effects were reported.